Manufacturer narrative:
The evaluation of the concentrator was completed on 08/30/2021. It was observed that the tubing from the pe valve to the sieve beds was darkened, as was the tubing from the left sieve bed to the product tank. The regulator and product tank cap had failed, which allowed sieve material to escape and caused deformation of the sound box. The investigation findings and conclusions are consistent with what was previously identified.

Event description:
The dealer reported that the top of the product tank blew off within the irc5po2v concentrator.

Manufacturer narrative:
Photographs were provided which confirm that the regulator and cap have broken off from the top of the product tank. There was also discoloration of the tubing from the left sieve bed and pe valve. The dealer advised that there was no damage to the cabinet, which means the event was contained within the concentrator's shroud. This incident is being reported to the FDA out of an abundance of caution based on the available information, which indicates that an over-pressurization of the product tank occurred. This failure mode resembles that which has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. Additionally, the device has exceeded its expected life of 3 years. This issue also resulted in a field correction to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances (<0.0196%), result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction. The concentrator has been returned to invacare for inspection. Once the evaluation results are available, a supplemental record will be filed.

Event description:
The dealer reported that the top of the product tank blew off within the irc5po2v concentrator.